Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received.